Event description:
It was reported that the radio frequency programmer head was not working. The programmer head was returned for service. No patient complications have been reportedas a result of this event.

Event description:
It was reported that the programmer's printer was not working. It was further reported that the radio frequency programmer head was not working. The programmer and the programmer head were returned for service. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
Product event summary: the radio frequency (rf) programmer head was returned and analysis confirmed the customer comment that it did not work. It was unable to interrogate and its uplink functional tests were out of specification. The programmer head's cable was replaced and the head then passed all functional and systems tests. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2090am programmer; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.